Event description:
It was reported that this patient's device is currently under advisory for premature battery depletion. This device was subsequently explanted due to premature battery depletion. No additional adverse events were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.